Event description:
The customer observed false positive architect b-hcg results on one 40yrs old female non pregnant patient. The results provided were: (B)(6) 2024 initial=75.0 miu/ml (> or =25.00 miu/ml=positive) /the patient came back on (B)(6) 2024 sid (B)(6) =58.62 and 54.05 miu/ml /repeated after questioned by the physician=56.82 and 55.27 miu/ml the patient went to two other hospitals and performed hcg on non-abbott instrument=negative (no actual results provided). On (B)(6) 2024 the patient came back sid (B)(6) initial=84.45 miu/ml /repeated=72.65 miu/ml /repeated on architect (B)(6) =74.16 miu/ml; 1:2 dilution=30 miu/ml; 1:4 dilution=10 miu/ml /on roche=< 0.02 (negative) the patient came back and hcg=70.21 miu/ml /repeated=69.44; peg treatment=< 1.2 miu.ml /on roche=< 1.2 (negative) the customer repeated on architect (B)(6) for troubleshooting purpose and that results not used for patient management. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation for false positive architect total b-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, accuracy testing and labeling review of architect total b-hcg reagent, lot 59170ud01. Return testing was not completed as returns were not available. A review of tracking and trending data did not identify any related trends for the product for the issue. The lot search review did not identify an increase in complaint activity for the issue. Accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Device history record review did not show any nonconformances, potential nonconformances or deviations associated with the likely cause list number and complaint issue. A review of labeling concluded that the issue is sufficiently addressed. A manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified for the architect total b-hcg reagent lot 59170ud01.

Event description:
The customer observed false positive architect b-hcg results on one 40yrs old female non pregnant patient. The results provided were: on (B)(6) 2024 initial=75.0 miu/ml (> or =25.00 miu/ml=positive) /the patient came back on (B)(6) 2024 ,sid (B)(6) =58.62 and 54.05 miu/ml /repeated after questioned by the physician=56.82 and 55.27 miu/ml . The patient went to two other hospitals and performed hcg on non-abbott instrument=negative (no actual results provided). On (B)(6) 2024 the patient came back sid (B)(6) initial=84.45 miu/ml /repeated=72.65 miu/ml /repeated on architect (B)(6) =74.16 miu/ml; 1:2 dilution=30 miu/ml; 1:4 dilution=10 miu/ml /on roche=< 0.02 (negative) the patient came back and hcg=70.21 miu/ml /repeated=69.44; peg treatment=< 1.2 miu.ml /on roche=< 1.2 (negative) the customer repeated on architect (B)(6) for troubleshooting purpose and that results not used for patient management. There was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.